Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The device was returned to the customer unrepaired. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, camera head to the olympus service center. Upon inspection and testing of the returned device, multiple dead pixels on the image were found due to a faulty charge-coupled device. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge-coupled device unit failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.